Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in a distal femoral nail (dfn) surgery with an aiming arm, a blade was inserted not through the nail hole but through the front side of the nail. During the operation, the surgeon often checked the relevant part from the ap direction; however frequent ml check was difficult because of the patient's position. The broken piece was left inside the patient¿s body. Due to the intramedullary blade hole that the spiral blade has penetrated upward, the implant is very unstable, and thus there is a risk it takes its toll on the patient¿s post-operative rehabilitation. The patient is now under close observation in view of earlier removal surgery. The problem was unresolved. The surgeon is planning to carry out a revision if the patient starts suffering from pains. There was no surgical delay reported. This report is for an unknown aiming arm. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: 357.136: the visual inspection of the returned aiming arm presents normal signs of use. The review of the production history revealed that this aiming arm was manufactured in september 2006 according to the specifications. No manufacturing related issues were found. The lot in question conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no rework or nonconformities noted. In addition the review of the accompanying x-rays did not allow for a conclusive statement regarding a possible failure reason, it can only be confirmed that the blade is not inserted correctly and is in front of the nail, rather than through the nail. The 451.823s dfn and blade were not returned for investigation. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown blade/unknown lot. Device is an implant not an instrument. Device was implanted (B)(6) 2014 and has not been reported as explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nothing has broken. The direction of the blade was upward at an angle from a lateral view and was not in the intramedullary nail hole. This was confirmed by x-rays; the blade is not inserted correctly and is in front of the nail, rather than through the nail. This report is for an unknown blade.

Manufacturer narrative:
This report is for an unknown aiming arm. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.